Event description:
Boston scientific received information that this right ventricular (rv) lead caused a red alert to be declared due to high pacing impedances. Further review revealed that noise was also present on the lead. A revision procedure was performed and the rv lead was again tested which confirmed noise. No damage of the lead could be found. The suspected cause of the noise was due to the location where the lead as it was near the subclavian. The rv lead was surgically abandoned and therefore will not be returned for analysis. No adverse patient effects were reported.

Manufacturer narrative:
The abandoned lead was not returned to boston scientific therefore, the clinical observations could not be confirmed. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated and an amended report submitted should further information be provided.